Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call that the insulin pump had a stuck button alarm and possible under delivery alarm. Customer's blood glucose reading was 8.8 mmol/l. Troubleshooting for stuck button alarm was performed. Customer advised they wanted the insulin pump to be replaced and had lost confidence in the device. Customer declined to troubleshoot for possible under delivery and stuck button alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No under delivery anomalies noted. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratches on case, cracked retainer, faded serial number label and minor scratches on lcd window.